Event description:
Information was received that during use of this smiths medical medfusion 4000 pump, the pump exhibited code flash memory error and stopped working during infusion. No patient involvement reported.